Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. It was noted that the implantable cardiac monitor had episodes of false cardiac pauses and bradycardia as a result of signal drop and undersensing. It was advised that this anomaly may occur while the implant site recovered. Programming changes were recommended. There were no adverse consequences to the patient.